Event description:
Clinic notes received at MFR were reviewed and it was noted the pt has a prolonged seizure event. Unk if the seizure event was above their pre vns seizure rate. Diagnostic testing performed indicated device was functioning as intended and no malfunction of the lead. The pt has nocturnal generalized tonic clonic seizures of 30 secs duration and average 2-4 nights per week. When the pt has cluster generalized tonic clonic seizures at bedtime, he frequently enters nonconvulsive status epilepticus the next day which is aborted with the utilization of 1 single dose of ativan 2mg or diastat 15mg. He is on average having two episodes of this a month. It is unk if this is over the pt' pre vns rate for status events.